Event description:
It was reported that the 9800 system had a ma sensor failure error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament drive, generator drive, and the interconnect were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.